Event description:
It was reported that the screen on a customer's insulin pump was broken, rendering it unreadable and unresponsive. There was no reported impact to the customer's blood glucose level. The customer was advised to return the device, and a replacement pump with a new serial number was arranged for them.